Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while filling the cartridge. After approximately 2 minutes, the customer was able to fill the cartridge. There was no reported impact to blood glucose.